Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was getting errors while powering up the system. The patient was in the room at the time of the event. Per the intuitive surgical, inc. (Isi) technical support engineer (tse), the customer was getting errors associated with arm #1. The customer performed a power cycle of the system but kept getting errors associated with arm #1. After the customer disabled armnet #1, messages indicating that arm #4 was obstructed were generated. The doctor decided to abort the procedure and convert to open surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse powered the system on which homed with no issues. The fse then performed multiple power cycles with no issues. The fse was unable to replicate the customer reported issue. The fse tested the system and verified it was ready for use.